Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported clip unable to close could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the clip actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed because the clip was unable to close during device preparation. It was reported that during preparation of the clip delivery system (cds), the clip was unable to completely close at initial attempt. Unlocking and re-opening the clip lock and then re-attempting to close was performed three times without success. The device was set aside and was not used in a procedure. There was no patient involvement. There was no additional information provided regarding this device issue.